Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was in flight on an airplane. Reportedly, customer was ultimately able to load a new cartridge, clear the alarm, and resume insulin therapy. Customer's blood glucose level was 110 mg/dl. Customer continued to use the pump for insulin therapy.